Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adapter of a uv flash transfer set would not connect to the titanium adapter. This issue occurred during setup with patient involvement. A home patient visited the hospital to exchange the transfer set tubing for periodic replacement. There were no allegations against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.